Event description:
The customer reported to olympus, the colonovideoscope experienced air/water flow issues. The device was returned for evaluation. During the device evaluation, it was found that the nozzle and plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed when it was found that the air and water supply volume did not meet the standard value due to a clogged nozzle. The evaluation also found that the control section had a foreign object, water tightness was lost due to a pinhole on the channel tube, bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, upward/downward knob couldn't be locked securely due to wear of forceps elevator lever, bending section cover had a scratch, bending section cover adhesive had a chip and a white-clouded area, water removal ability did not meet the standard value due to clogged nozzle, suction cylinder was shaved, adhesives around objective lens had white-clouded area, adhesives around the light guide lens had white-clouded area, plastic distal end cover had a burn and a foreign object, protector of universal cord on the suction connector side had a scratch, universal cord had a scratch, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known if there was no delay in the start of the pre-cleaning. It is not known if the air/water nozzle was flushed with air and water or if the nozzle is cleaned with lint-free cloths/brushes/sponges or if the air/water nozzle is flushed with detergent solution. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.